Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure " fire from electric cord" could be confirmed during the inspection. The cause was determined by the customer to be fluid that ran over the table and the power cord. It was confirmed that the stryker fluid management system in the operating room was not working properly. The table was plugged into the socket at the time of the fault. The customer did not use an original baxter power cord. According to IFU, the table is equipped with protection class ipx4. The specified liquid exceeded this. In addition, according to IFU only the original mains cable may be used. The table was unplugged immediately and the operation continued without incident. The failure was resolved by drying the table from the fluids. Based on this, no further actions are necessary.

Event description:
The customer reported a small fire from the power cord. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer reported a small fire from the power cord. This report was filed in our complaint handling system as complaint # (B)(4).